Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump volume was too low although the was set to "high". The customer's blood glucose level ranged from 220-250 mg/dl. Reportedly, customer continued to use pump for insulin therapy.